Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2026. The patient reported that their pod stopped working, displaying "searching for sensor" and "no supported application for this nfc" error messages, which caused their blood glucose (bg) levels to spike dangerously high. The patient¿s bg level rose to 488 mg/dl while wearing the pod on the arm between 36 and 48 hours. Reported symptoms included extreme thirst. The patient was diagnosed with hyperglycemia. Treatment was reported to include administration of insulin. The discharge date was not reported.